Event description:
Had essure since (B)(6) 2011. Now having to have a hysterectomy due to complications of the essure device. My tube and uterus collapsed when the doctor put it in and she wasn't suppose to do it blindly that where it all began (I had no clued they give you little information about this procedure) I spent last sunday in the hospital due to pelvic pain and had to explain to two nurses, one doctor and ultrasound tech and a med-tech what essure was that just proves to me that doctor, need more information. I am now having a hysterectomy due to pain, nausea, long heavy periods, back pains, and loss of limb and sex hurts.